Event description:
Healthcare professional reports results lower than reference with the protime microcoagulation system. Protime generated 0.8 inr and the laboratory result was 2.0 inr. Patient's therapeutic range: 2.0-3.0 inr. No adverse event(s) reported.

Manufacturer narrative:
This MDR submitted (B)(4) 2013 references itc complaint #(B)(4). Cuvette lot # was not provided by the customer. Method: actual device not evaluated. Process evaluation performed. No ncmrs identified for this instrument. Result: no results available since no evaluation performed. Conclusion: unable to confirm complaint. Itc has requested all data required for form 3500a.